Manufacturer narrative:
Product analysis: drawing(s) referenced: n/a. As found condition: the pipeline flex shield braid was returned for analysis withing shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have ¿device opens prematurely¿ as the pipeline flex shield braid was found to be fully opened and damaged. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an aneurysm. It was reported that during delivery of the pipeline ped stent via the microcatheter, the stent was opened when introduced in the body before intended. The ped stent was removed, and a new device was used without issue. The angiographic result post-procedure was acceptable. It was unknown if the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The cause of the premature deployment was not determined. However, they indicated that the distal portion of the device was only partially open, presenting a ¿fishmouth¿ appearance. Premature deployment occurred when the device did not open fully at the distal end. The distal portion appeared to ¿fishmouth,¿